Event description:
Device was beeping and displaying "do not use" during test. No patient involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual involved was returned by the user facility. Evaluation by welch allyn confirmed that the device was beeping and would not turn on. Additionally during the investigation, factory service identified a "preamp reference fail" error message. Investigation isolated the cause of both failures to a cracked resistor. A review of previous repairs involving the component identifies three occurrences from july 2005 to august 2006 in a population of devices. The frequency of this problem appearing in distributed devices is rare, occurring at an annualized rate of approximately 0.036%. The device was repaired, passed all performances tests and was returned to the customer.